Event description:
Patient recently has been noticing with the mini spikes some leakage occurring. Went over how she is using them and she is using correctly. Told pt could have been an issue with those she received and hopefully with the next order should not happen. If it is still happening to let us know and we can look into some alternative. No missed doses reported. Unknown if any adverse events occurred. Unknown if device on hand for return. Patient also reported itching and headaches with infusions but she said that is common and they are not too severe. She takes tylenol and benadryl and that helps and md is aware. Consent to contact the reporter has not been obtained. All known information is contained on this form. Any additional information will be provided on a separate medwatch report. Reported to (B)(6) by: patient/caregiver.